Manufacturer narrative:
(B)(4). Concomitant medical products: item name: zimmer persona the personalized knee system, catalog number: 42530007502, lot: 62365093. Item name: zimmer persona the personalized knee system, catalog number: 42522400712, lot: 62315376. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01664

Event description:
It was reported that the patient underwent a total knee arthroplasty approximately 3 years ago and was revised for pain and instability. During the revision surgery, the surgeon noted the persona trabecular metal tibia was loose. He also determined the persona ps standard femoral component was malpositioned. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: palacos r+g raiopaque bone cement, item #: 00111314001, lot #: 77124364, persona vivacit-e highly crosslinked all poly patella, item #: 42540200032, lot #: 62382633, persona natural tm two-pegged porous tibial, catalog number: 42530007502, lot: 62365093, persona vivacit-e highly crosslinked polyethylene articular surface fixed bearing (ps) right 12mm height, catalog number: 42522400712, lot: 62315376.